Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, breakage during insertion. Additional information was received indicating that during the procedure, a posterior capsule rupture occurred. The decision was made to implant the company lens in the ciliary sulcus. While positioning the lens using a drysdale manipulator, it was observed that the upper haptic detached from the lens body. Consequently, the lens was removed from the patient¿s eye. As a replacement lens was not available, secondary implantation was postponed to a later date and the patient was left aphakic.